Manufacturer narrative:
Correction: the correct outcomes attributed to adverse should have been hospitalization- initial or prolonged and required intervention to prevent permanent impairment/ damage (devices), rather than required intervention to prevent permanent impairment/ damage (devices) only.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: (b)(it was reported that the patient admitted to the hospital for sepsis and leads vegetation. A non-invasive testing revealed non-specific lead vegetations. The patient was presented with symptom of sepsis including febrile presentation, light-headedness, tachycardia, and tachypnea. On (B)(6) 2024, while receiving antibiotic therapy regimen, an unsuccessful attempt was made to obtain vascular access for implantation of a replacement system. The patient was maintained in an inpatient status and returned to the hospital for explant procedure on (B)(6) 2024. No erosion was noted. The system- implantable cardioverter defibrillator (ICD), right atrial lead, right ventricle lead and left ventricle lead was explanted. There is no allegation that the system or any procedure involving the system contributed or caused the infection. There were no patient consequences.